Manufacturer narrative:
The user reported a severe hypoglycemic experience after use of the ilet while receiving automated insulin delivery. This situation can result in acute neurologic compromise associated with hypoglycemia and is consistent with the reported near-fatal experience described publicly. Engineering logs were not available at the time of review; however, no device malfunction was alleged, and available information is insufficient to determine event causality due to the user¿s refusal to provide further details. A follow-up MDR will be submitted if additional information becomes available or if inspection of a returned device indicates otherwise.

Event description:
On (B)(6) 2025 the reporter reported that the user experienced hypoglycemia described as severe during use of the ilet. No ems, hospitalization, treatment, blood glucose value, or outcome details were available, and the user declined further contact. No long-term health effects were reported. No ems or hospitalization was reported.